Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned cardiac cath cases procedure. The procedure was completed by moving the patient to another system. It was reported to philips that the low load fluoroscopy problem. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found low load fluor flavour selected tube anode problems. To resolve the issue, the customer stated they replaced the adu. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.